Manufacturer narrative:
The customer evaluated the system and cancelled the service call. The customer is monitoring the system for further failures but does not wish a ge representative to evaluate the system at this time. According to the customer, the system is operating as intended.

Event description:
It was reported that the auto histo function was changing during fluoro, causing the image to vary from dark to light. Customer turned off the auto histo function and completed the case with no injury to the patient.